Manufacturer narrative:
Unit was successfully downloaded using thump software. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and displacement accuracy test (0.0872). No rattling noise during testing. Pump was cut open and no loose components inside the pump during the visual inspection. The motor was tested outside of the device on the ngp stb3 and passed. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, scratched case, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion, customer concern for cosmetic damage was not specified. However, during visual inspection the following cosmetics were confirmed at the battery compartment during visual inspection when cracked battery tube case and cracked case corner of belt clip rails were noted. No unusual noise discovered during testing. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, damage (physical or cosmetic). The customer reported hyperglycemia with a blood glucose value of 191 mg/dl which did not require treatment. The event involved product(s) mmt-864a, mmt-326a, mmt-1880. Partial troubleshooting was performed. Customer reported that pump was dropped/bumped with no visible pump damage. Pump rattles while reservoir is inside of the pump. No further patient complications were reported. No product return is required for mmt-864a. No product return is required for mmt-326a. Mmt-1880 was requested and customer response was the device will be returned.